Manufacturer narrative:
New information: mentor received additional information indicating the device lot number is 5791699, which corresponds to a saline mentor smooth round moderate profile 475cc, catalog # 3501680. The additional information also indicates that the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # smpx270, 270cc, s/ns (B)(4) (l) and (B)(4) (r). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 475cc and experienced deflation on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # smpx270, 270cc, s/ns (B)(4) (l) and smpx295, 295cc, (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.6 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. The device history record (DHR) of lot number 5791699 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. As a result, the patient will undergo bilateral removal and replacement with gel mentor breast implants of unknown type on (B)(6) 2018.